Event description:
Customer's fiancée reported the complete/comfort curve system gave a blood glucose result of "360-375" mg/dl at a time when the customer was symptomatic of hypoglycemia. Customer was not treated based upon the complete/comfort curve system result; fiancee called emt's. Emt meter result 15 minutes later was "75-100" mg/dl, customer's system result was "270-280" mg/dl. Customer treated with glucose gel. A request was made for the return of the system and a replacement was sent.